Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had high blood glucose of 24.0 mmol/l. Customer treated for high blood glucose by changing insulin pump and infusion set. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer also reported that they had been using automode feature at the time of the high blood glucose. Insulin pump will not be returned for analysis.